Event description:
It was reported that this right ventricular (rv) lead displayed lead integrity alertlia) and exhibited high out of range pacing impedance. This lead remains in service and no adverse patient effects were reported.